Event description:
It was reported that during surgical procedure in 2008, the left pin of the instrument loosened then fell off. No delay in procedure, or injury to patient reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device confirmed reported condition.